Event description:
The rptr stated that about a month ago, she obtained a er1 result on her surestep meter. She was uncertain what was happening, but decided to compare the confirmation dot with the color chart on the test strip vial. Because the color was darker than the 350 mg/dl mark,she drove herself to the hosp where her blood glucose was "well over 600." She was treated with intravenous and insulin injections. She again got the er1 message on 8/19, compared the confirmation dot to find it was darker than the 350 mg/dl mark and treated herself with 5u regular insulin. A retest 2.5 hrs later was in the 200's (mg/dl).